Event description:
It was reported that the patient had no stimulation sensation and still had back problems and pain over the past few weeks. The loss of stimulation occurred after a fall. It was noted that the patient had fallen several times since the device was implanted. When the patient fell, the stimulation stopped. The patient's implant had been "repaired" surgically because, the lead wire broke. The patient had an appointment with her physician scheduled for (B)(6) 2012 and was going to have the device reprogrammed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID 3777-60 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead product ID 3777-60 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead product ID 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).